Event description:
Impact series 731 emv+ portable ventilator system was being set-up for use on a pt when the user reported that the screen froze and the ventilator was unresponsive. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that a back-up automated ventilator was used to support the pt. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specifications.